Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Device work order search. A device work order search was performed and no similar complaints were found within the work order. Conclusion not yet available. Evaluation is in progress.

Event description:
The reporter indicated that the surgeon used a ks-3ai 25.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the injector. Lens was not implanted and no patient contact reported. Cause of incident is unknown.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the preloaded injector was returned in device tray . Visual inspection found no visible damage to the device, presence of foreign material (clear dry residue) on/in device and the lens was stuck in the cartridge. (B)(4).